Event description:
The procedure was an elective case. The target lesion was at the mid left anterior descending (lad). The lesion was type b2, denovo, eccentric, calcified and 18mm in length. Pre-dilation was not conducted. A 3.0x23mm cypher stent was successfully deployed at 12 atms for 40 seconds at the target site. Post-dilation was conducted with as unk 3.0 x 23mm balloon at 16atms for 40 seconds. Ivus was conducted. Timi flow pre and post procedure was iii. The residual % of stenosis after the procedure was 0%. Act was not measured. The same evening of the index procedure the pt complained of light chest pain, but changes in ECG and cpk elevation were not observed. The pt returned for treatment of another lesion three weeks post index procedure. A cag was conducted and 100% stenosis was confirmed in the implanted cypher and the mid lad.